Manufacturer narrative:
(B)(4). G2: foreig, event occurred in australia. E1: telephone (B)(6). The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the device's graft board would not feed through. It is unknown if there was any patient impact or surgical delay. Diligence is complete as no additional information is available.